Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. The available controller log files only contained data covering the period between on (B)(6) 2020; review of the event log file revealed that, prior to on (B)(6) 2020, the controller last had power on (B)(6) 2020, indicating that another controller had been in use prior to on (B)(6) 2020. Additionally, two (2) vad disconnect alarms were logged on (B)(6) 2020, likely during the controller exchange process. Log file analysis revealed power consumption above normal operating range throughout the analyzed period and 95 high watt alarms logged since on (B)(6) 2020. A vad stopped alarm was logged on (B)(6) 2020 at 09:08:08 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. Review of the event log file revealed a controller power-up event logged at 09:10:05, indicating a loss of power to the controller, likely during troubleshooting of the vad stop alarm. A vad stop alarm was subsequently logged at 09:10:21 due to a failure of the pump to restart after several attempts. Two (2) additional vad d is connect alarms were then logged, likely during troubleshooting. As a result, the reported high power, vad stop, and controller loss of power events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that the patient¿s anticoagulation medication had been reduced due to a previous bleeding issue. Based on historical review of similar events and the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion, which likely further triggered vad stop alarms and prevented the pump from restarting. Based on the investigation conducted, the most likely root cause of the controller loss of power can be attributed to a disconnection of both power sources from the controller during troubleshooting performed by the site. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including the reduction of the patient¿s anticoagulation medication. Additional products: controller 2.0 con403156 d4: UDI#: (B)(4); d10: yes, return date: 07-jul-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 19-sep-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power consumption, high flows, and vad stoppages along with an unexpected loss of power to the controller. The patient was reported to have had anticoagulation medication reduced due to a previous bleeding issue. The patient was hospitalized, underwent a surgical procedure for placement of an intra-aortic balloon pump, and was placed as status 1 for a transplant. The vad and controller remain in use. No further patient complications have been reported as a result of this event.